Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. The concerned device was explanted but has not been received for investigation yet.

Event description:
The child reportedly never benefitted from the device since implantation. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The child reportedly never benefitted from the device since implantation. Diagnostic images reportedly showed at least four channels being extra-cochlear. The user was re-implanted.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. This is a final report.

Event description:
The child reportedly never benefitted from the device since implantation. The user was re-implanted.